Event description:
Customer reported that while unit was on a pt, unit displayed iab catheter alarms which gradually became more frequent over time. The pt was switched to another unit and therapy was continued. No pt injury was reported.